Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. H6: device code 2017 clarifier- against resistance. E1: facility name- (B)(6) hospital.

Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted using a proglide device after an interventional abdominal aortic aneurysm repair procedure via a 6f sheath. Reportedly, while depressing the plunger, resistance and bleeding were noted. Then, there was difficulty removing the plunger from the device. Ultimately, the plunger and the device were removed from the anatomy and a non-abbott device was used; however, bleeding continued from the proximal part of the puncture site. As bleeding was not relieved with the use of the non-abbott device, it was reported that possible vessel damage occurred. Manual arterial compression was applied to treat the potential vessel damage and achieve hemostasis. Outside of the patient, it was noted that the foot was separated; however, it was confirmed via angiography that the foot did not break off into the anatomy. There was no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The patient effect of hemorrhage/bleeding is listed in the electronic perclose proglide instructions for use as a potential adverse event of use of the device. B5 - describe event or problem. H10 - additional mfg narrative updated.

Event description:
Subsequent to the initial/final emdr report, corrected information was obtained: this was a neuroendovascular therapy procedure, not an abdominal aortic aneurysm repair as initially reported. No additional information was provided.

Manufacturer narrative:
The device was returned for analysis. The reported retraction problem, delayed activation, and material separation were confirmed. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no indication of a lot specific product quality issue. Reportedly, the device had trouble deploying the plunger and force was used to compress it. It should be noted that the electronic perclose proglide instructions for use (IFU), states. Do not use excessive force or repeatedly push the plunger assembly. Excessive force on the plunger during deployment could potentially cause breakage of the device, which may necessitate intervention and / or surgical removal of the device and vessel repair. It is unknown if the IFU violation contributed to the reported difficulties. The cause of the reported difficulties cannot be determined. The subsequent treatment appears to be related to procedural circumstance. Based on the information provided, it is possible, a needle deflection occurred, which prevented the plunger from fully collapsing against the handle. Tissue with the needle going into the foot pocket is also possible, which could explain the difficulty to remove and the foot break. Resistance with the plunger may have caused movement of the device as evidence by the bleeding. The foot break and/or tissue in the pocket would, if combined, add to the difficulty to remove. The removal of the device with the foot and needles deployed would likely cause vessel damage contributing to the need for manual pressure. However, this cannot be confirmed. The posterior foot was separated and not returned. Per the reported event, it was confirmed via angiography that the foot did not break off into the anatomy. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.h6- medical device problem code 3009 was removed.

Event description:
Subsequent to the initially filed report, additional information was obtained: the device and plunger were removed from the anatomy as a single unit. No additional information was provided.